Event description:
A dialysis nurse reported that during continuous renal replacement therapy, an infant became hypotensive with a blood pressure of 40/20. The nurse reported that the machine was set at an ultrafiltration rate of 20ml/hr. When nurse plugged in the acid connector to the machine to clear an airlock in the concentrate line, the ultrafiltration rate inadvertently changed to 200ml/hr. This was discovered within 3-5 mins when the pt became hypotensive and the machine gave a low blood pressure alarm. The pt was given albumin and was normotensive the rest of the treatment.